Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective replacement of the device, an induction test was performed to test the functionality of the right ventricular (rv) lead. Following the induction test, noise causing oversensing on the rv lead was noted. The lead was capped and replaced. The patient was stable with no adverse consequences. Additional information was requested but is not available.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
The lead was capped and replaced and externalized conductors were noted during the revision. The patient was stable with no adverse consequences.